Event description:
Pt revised due to loosening of the cup.

Manufacturer narrative:
Visual examination of the returned cup does find that very little boney in-growth occurred while implanted. There is nothing outward; however, to suggest mfg or material error regarding the reported event. A complaint database search finds no other reported incidents against the provided product and vendor lot code since its release for distribution. The investigation could not verify or identify any evidence of product error regarding the report of loosening. Based on the investigation, the need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.